Event description:
A health care professional reported that patient was scheduled for pars plana vitrectomy with endolaser, oil and gas tamponade procedure. The ophthalmic console exhibited system messages following the procedure and the surgery could not be continued and the patient had to be rescheduled with procedure. The current status of the patient was unknown. Additional information has been received that the surgery could not be continued, and the patient was referred to another facility after experiencing retinal detachment with hemorrhage, where a posterior vitrectomy was performed. The patient current status was reported to be improving.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).